Manufacturer narrative:
(B)(4) issued MFR. Report # 1525712-2013-05534. This MFR report is in direct link with the correct mfg report 1525712-2013-05466. There were two parts to repair the same rvl wheelchair and 2 MFR reports were inadvertently created. Manufacturer, model and serial number along with the title have been corrected on this MFR report, 1525712-2012-05534. The correct FDA registration number for freedom designs is (B)(4).

Event description:
Provider states the ends of the adjustable back have fallen apart at the seams.